Event description:
A customer contacted (B)(4) regarding assistance with the homechoice (hc) unit during "connect yourself". Per the initial report, the patient line was leaking when the home patient (hp) tried to connect. (B)(4) advised the hp about the patient line leak after priming, stated that it can occur and it is not a problem. The hp will call back with any further questions or concerns. No additional information is available.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. Should additional information become available, a follow up MDR will be sent.